Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received pump error 63 (hardware low level failures) and battery failed alarm. The customer reported blood glucose value of 300 mg/dl and the hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-332a, unomedical, mmt-1780kpk. Troubleshooting was performed for battery failed alarm. Customer did not receive another alarm after replacing battery. Troubleshooting was performed for pump error alarm. Customer was able to clear the error and rewind the pump. Troubleshooting was initiated for hyperglycemic event and customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. However, pump failed self test due to pump error 63. Thus, software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarm (variable 15) file number: 2005/ 37, line number: 9926/ 367 on (B)(6) 2024 07:46:02.000 in the file history files. Failed batt test was recorded on: (B)(6) 2024 07:46:05.000. Pump was cut open to perform a visual inspection and found no evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. Test p-cap locked in place properly during testing. The following damages were noted: cracked case, cracked battery tube threads, cracked keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, broken belt clip rails and cracked retainer. In summary, customer concern for pump error 63 confirmed due to hardware error. (If no moisture: isolate to electronic stack). Failed batt test not confirmed, however noted in download history review on event date. Unable to verify for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.